Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Customer support provided information on how to reset the pump and assisted the caller with the reset process. The malfunction code did not recur after resetting, and the customer was instructed to continue using the pump and to call back if the malfunction recurs.